Manufacturer narrative:
Findings: pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Pump passed the self-test no a17 alarm noted during testing. The auto off feature is working properly. A21 alarm after battery change due to c13 ib voltage leak. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer stated that the device was exposed to stongrong magnetic field such as MRI. The customer stated that there is no significant events leading to the alarm. Customer does not use the sensor feature on the pump. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised and explained a21 and a17 alarms but did not troubleshoot since advised to discontinue use of insulin pump due to motor error.